Event description:
Device 1 of 3. Reference MFR report #s 1627487-2012-02006 and 1627487-2012-02007. The patient (B)(6) received an scs system consisting of an ipg, two percutaneous leads (from the same lot). It was reported that the physician repositioned one of the pt's leads deeper on (B)(6) 2012 in order to improve stimulation and to treat tenderness around the anchor site. During a programming session on (B)(6) 2012, the pt complained that her ipg site was tender while charging. She also reported an infection after the lead revision procedure. No further info is available at this time as all attempts to confirm resolution have been unsuccessful.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.